Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultrasmart meter continued to display the 'apply sample' icon after the blood sample was applied. On the following month, the sr. Medical affairs specialist spoke with the pt to obtain and verify info. For an unspecified time period, the reported meter would intermittently display the 'apply sample' icon despite correct sample application; the pt was unable to obtain a reading. On original date at 7:30 am, the pt attempted to test her fasting blood glucose level, however she was unable to obtain a meter reading due to the 'apply sample' icon issue. The test did not start and she was unable to obtain a reading. The pt took a decreased dose of humalog insulin, 8 units, and delayed eating her breakfast while she attempted to test her blood glucose level. Thirty mins later, the pt experienced the symptoms of dizziness and shaking and she felt low. The pt then ate her breakfast, and felt better afterwards. She did not seek any medical attention. Later that day, the pt was able to obtain the pre-dinner reading of 111 mg/dl and a bedtime reading of 91 mg/dl. On the day prior to this event, the pt obtained the meter readings of 109 mg/dl in the morning, 126 mg/dl at lunch, 59 mg/dl at dinner and 69 mg/dl at bedtime. The pt also ate a snack prior to bedtime. The pt takes humalog with meals on a sliding scale based on meter readings, and 5 or 6 units lantus insulin at night. The pt has experienced 'lots' of high and low blood glucose levels. She tests her blood glucose level four times per day. The customer care advocate determined during the troubleshooting call the the pt's testing technique was correct, and the test strips drew in the blood sample correctly. The meter, test strips and control solution were replaced. The pt claimed she was unable to obtain a reading on the reported meter, as the test would not start. The pt allegedly became hypoglycemic while attempting to test her blood glucose level and delayed her meal, and received food to alleviate the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.